Event description:
Upper 50¿s male in long-term acute care. Corflo feeding tube, 12 fr, inserted without difficulty. 2 x-rays confirmed that the tip was kinked at a right angle. Feeding tube removed and another one inserted without difficulty. No known harm to patient.